Event description:
Device 1 of 2. Reference MFR report 1627487-2015-12378. It was reported the patient stopped using her system 2 to 3 months after the implant because she was not receiving pain relief from the scs system. The patient declined to have the system reprogrammed or meet with the sjm representative. The patient's system was explanted some time ago, date unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).